Event description:
It was reported that a patient would be undergoing a revision surgery to remove and replace two broken dynamic rods.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.